Event description:
It was reported when using the bd pyxis medstation es system drawer 6 was failed and prevented user from removing medication to patient. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the aluminum bag was stuck and shorted controller card out. The field service engineer replaced controller card to resolve the issue. The system functioned as intended after the field service engineer repaired the device.